Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smart port product family and the failure mode "user error. " no adverse trend was identified. Returned for evaluation were the port and catheter. The catheter tubing was not attached to the port. No visual defects or manufacturing non-conformances were noted to either the smartport or catheter tubing. It is the opinion of the angiodynamics director of medical affairs that the reported event did not involve a device malfunction. A possible cause is that the port pocket was perhaps larger than it should have been and the port body simply moved downwards within the pocket due to gravity once the patient stood up. If this was an obese patient and/or a patient with large breasts, this might have contributed to this as well. "If the pocket created was appropriately sized relative to the body then it is highly unlikely that the device itself would have migrated downwards in the subcutaneous tissue leading to what was reported in this case. Even if we were to say that this is possible, I would think that it would be highly unlikely to occur within a few days of placement. If you told me that this happened several months or years after placement, I can probably be convinced that it could potentially happen with time, but not after only a few days. I suspect that it was a technical issue with creation of a port pocket that was too large relative to the size of the port with inadequate suturing of the port to the subcutaneous tissue." The directions for use provided with the device provide guidance on placement location consideration and placement techniques. This is deemed to be an isolated incident as no other similar reported failures have been reported in the past 15 months for the smartport product family. (B)(4).

Event description:
Patient presented to ER complaining of chest pain post-chemo. It was determined that the smart port CT had migrated caudal to where it had been originally implanted. The catheter did not detach or fracture, but the entire device migrated, therefore moving the catheter out of the targeted area. Port was removed and returned to angiodynamics. Per the physician, there had been no issues when suturing the device in place, and the patient had not incurred any injury (i.e. Fall or strenuous use of the affected side).